Manufacturer narrative:
The device was tested on the bench and no anomaly was found.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented to clinic after receiving vibratory patient notification alert for abnormal rv pacing impedance values, non-sustained rv lead noise episodes were observed. Programming changes were made and patient was sent home. Patient was doing fine. Later, patient again presented to clinic after receiving vibratory patient notification alert for non-sustained rv oversensing with noise. Noise was not reproducible in clinic. Device was explanted and replaced. Patient tolerated the procedure well and was discharged same day.